Manufacturer narrative:
The implant did not return for evaluation. Radiographs were provided which confirm the event of a collapsed cage. The identifying part and lot number were not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
At the 3-month postoperative visit, radiographic imaging indicated that the expandable cage at l4-l5 had collapsed.

Manufacturer narrative:
H7. Recall. H9. Z-1065-2025.